Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is unknown. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was not able to duplicate the reported issue. The electronic records from the device were downloaded and reviewed. There were no records from the date of event. The stryker customer quality engineer (cqe) did observe from the electronic records that another sync cardio therapy event successfully detected qrs complexes and delivered the shock. No issue was found with the device. After completing unrelated repairs, proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.